Manufacturer narrative:
Note that information in the initial report references the main component of the system and other applicable components are: product ID: 3037, serial#(B)(4), product type: programmer, patient.

Event description:
Additional information was received from the patient. The cause of the sudden return of symptoms was reported to be because the remote quit working. The event has been resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they had a sudden return of symptoms. They indicated it was about 2 weeks ago or longer, maybe (B)(6). The patient used their patient programmer and verified that stimulation was currently off. The patient had turned off stimulation today in error. The patient used the patient programmer to increase stimulation to 1.2 which was comfortable sitting, standing, and walking. It was noted the patient would decrease if stimulation became uncomfortable. The patient would continue to track their symptoms and would follow-up with the managing physician if needed. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.